Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise on rv channel leading to pacing inhibition and false nst detection. Far field morphology is abnormal as well. Recommended evaluating lead in person. Device remains implanted. Should additional information become available, this file will be updated.